Manufacturer narrative:
G4:20oct2020. B4:04mar2021. H11:g5:k102985. H10: d4: UDI# (B)(4). Unit was in patient use at the time of the reported issue. No patient harm or injury was reported. Patient was switch to a backup unit without any delay noted in their treatment. Patient is reported to be doing fine. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 02nov2020. B4: 02nov2020. H11:d11:h6: updated: there was no patient involvement. H10: the manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 oct 2020.

Event description:
The customer reported the display is abnormal. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.